Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the cs300 intra aortic balloon pump had failed battery test during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) replaced the batteries. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer.